Manufacturer narrative:
According to the provided info of the x-ray images, we exclude a device failure. The user chose a short neck segment in combination with spacers, which is not allowed. This info could be found in our surgical technique as well as in our implant and instruments manual.

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. The product was not returned. Evidence that product in specification when used; undetermined.

Event description:
Allegedly, the pt complained of pain and the recent x-rays revealed a screw sticking out.